Event description:
It was reported that during a da vinci si hysterectomy procedure the surgical staff experienced system error code 23008. The system was restarted multiple times, however, system error code 23008 continued to recur. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 23008 was associated with the right master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault codes) functioned as designed. System error code 23008 appears when the da vinci safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the system records the faults and transitions to a safe state. The mtmr was returned for failure analysis investigation and engineering was able to replicate the reported failure. During evaluation, a broken screw was found on an axis gear clamp, thus generating the system error code experienced by the customer. As of january 19, 2012, there have been no reported recurrences of the issue at this hospital.